Event description:
It was reported the subject device exhibited a sharp foreign object blocked and thrown out. The issue occurred during during set up in room (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. Correction: g04134 should be added to the component code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a titanium clip in the suction cylinder. There was a foreign object in the suction connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint has not been established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.